Event description:
It was reported that the patient's implantable neurostimulator (ins) was making a "buzzing noise." It was noted that the patient was not the only one who heard it. It was noted that this started (B)(6) 2013. After the patient noticed the buzzing, the ins reportedly would shut off. This was reportedly verified with the patient programmer. It was noted that the ins was not in need of charging when this occurred. Impedance measurements and placement reportedly "didn't seem to be an issue." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).